Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a consult review of the stored non-sustained ventricular tachycardia (nsvt) episodes of this implantable cardioverter defibrillator (ICD) due to concerns of inappropriate therapy delivery. Upon review, the electrogram (egm) showed device had delivered three shocks in attempt to convert the arrhythmia. The hcp noted patient is asymptomatic with the episodes. Further review showed that the device had detected unstable arrhythmia in the vt zone and the device began preparations to deliver a shock, however the charge was diverted. The device then redetects the arrhythmia and is unable to divert the shock again and delivers a shock after the arrhythmia self terminates. The shocks were determined to be inappropriate. Ts provided programming optimization recommendations. The hcp stated the patient will be brought back into the clinic for reprogramming and medication changes. At this time, no additional adverse patient effects were reported. This ICD remains in service.